Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The root cause of the reported failure was traced to the electrical and fiber optic defects on the printed circuit assembly (pca) main board.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer lost the left eye vision on the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted error 119 pointing to the high resolution stereo viewer (hrsv) on the ssc. The tse helped the customer reseat the blue fiber cables and perform a hard power cycle on the system with no resolution of the issue. The customer elected to use another ssc for the procedure. Isi followed up with the initial reporter (nurse) and confirmed that the procedure was completed robotically using another ssc with no injury to the patient.

Manufacturer narrative:
An isi field services engineer (fse) went onsite to further troubleshoot the reported issue. Following on-site troubleshooting, the left high resolution stereo viewer (hrsv) monitor was replaced. The system was then tested and verified as ready for use. The hrsv monitor has been received, but analysis has not yet been completed. A follow-up MDR will be sent following completion of the analysis and if additional information is obtained. A review of the site's complaint history does not reveal any additional complaints involving this product and/ or this event. No image or procedure video were available for review. The isi technical support engineer (tse) reviewed the logs during the initial troubleshooting with the customer and found error 119: high resolution stereo viewer (hrsv) low current: the hrsv monitors in surgeon side console (ssc1) have a total current draw from the generic power distributor (gpd) that is lower than threshold. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/ aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/ abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.